Manufacturer narrative:
Irrimax is submitting this follow-up report in accordance with 21 cfr § 803. This report is based upon information provided to irrimax. Irrimax evaluated lot numbers (006k088, 6j054, 6j010, or 6f103) that could include the device used. No failure was detected. The previous paragraph shall be included in any information or report disclosed to the public including information or reports under the freedom of information act.

Event description:
Physician reported that the use of irrisept during an indirect biopsy possibly could have caused seizure(s) and/or stroke(s) in a patient with moyamoya disease. According to nih, moyamoya disease is a progressive, occlusive disease of the cerebral vasculature involving the carotid artery in the skull. Moyamoya may cause transient ischemic attacks, strokes, aneurysms or bleeding in the brain. Physician reported that the use of irrisept during the indirect biopsy of the patient with moyamoya disease and the seizure(s) and/or stroke(s) were likely not linked.

Manufacturer narrative:
Irrimax is submitting this report in accordance with 21 cfr § 803. This report is based upon information provided to irrimax. Irrimax will continue to contact reporting physician and other sources as necessary for the purpose of obtaining additional information and will, as necessary, file a follow-up report.

Event description:
Physician reported that the use of irrisept during an indirect biopsy possibly could have caused seizure(s) and/or stroke(s) in a patient with moyamoya disease. According to nih, moyamoya disease is a progressive, occlusive disease of the cerebral vasculature involving the carotid artery in the skull. Moyamoya may cause transient ischemic attacks, strokes, aneurysms or bleeding in the brain. Physician reported that the use of irrisept during the indirect biopsy of the patient with moyamoya disease and the seizure(s) and/or stroke(s) were likely not linked.